Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded atrial noise with reported mode switches. The noise was oversensed thus the sensitivity was decreased and follow up was scheduled. A review from the most recent follow up was sent to boston scientific technical services (ts) and the field representative noted that the gain was increased and the episodes looked like fine atrial fibrillation that was undersensed. The physician believed this was noise with asystole. It was noted that pace inhibition was reported for three seconds but the patient was not symptomatic. A review of the files by boston scientific technical services (ts) noted this appeared to be right atrial (ra) lead noise and it was also noted that the check the right atrial (ra) lead and left ventricular (lv) lead alert was triggered on (B)(6) 2017. No out of range pace impedance measurements were noted but this could be due to the fact that the 24 hour clock for the most recent daily measurement has not expired yet so the results are not posted. Ts further discussed troubleshooting and further follow up. The device was reprogrammed and the system remains implanted.